Event description:
Blood was drawn from a patient in the morning and sent to the laboratory for a glucose reading. The same glucose meter was used to test the patients glucose levels at approximately an hour later. The time on the meter read approximately three hours ahead of time. When the physician received the results, the results indicated that the glucose levels had gone down (due to the incorrect time reading on the meter) when in reality the results had gone up. In this incident the patient was not harmed, but the potential existed for the misadministration of medication based on an incorrect meter time. Further follow up reveals that the meter clock stops when the meter is turned off. When the meter is turned on, the clock starts again thereby giving the test record a time stamp that is wrong. When the test record is uploaded to the hospital electronic medical record, the computer does not know that the time stamp is incorrect. It will sort all test records by date/time. When the physician reviews/compares bedside glucose test records with other meter records and lab records, it gives a false picture of the patient's response to treatment. The meter will regain the correct date/time from the hospital network when it is uploaded. However, experience has shown that the meter will lose the correct date/time again. Other causes are from the meter being dropped, bumped, etc. The meter date/time cannot be manually reset by the user.biomed is not allowed to work with the meters. When there are problems, the vendor replaces them.